Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Post-operatively the suture broke and the patient had to go back to surgery.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.